Manufacturer narrative:
Eval summary: the causes for development of cyst include arthritis, injury, and/or overuse of the joint. Since the cyst is a soft tissue, the presence of the cyst could not be confirmed in the x-rays provided. No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the pt underwent removal of a cyst on the left knee.